Manufacturer narrative:
The insulin pump received with missing segment partial display due to severely cracked and bleeding lcd glass. Unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating measurement due to lcd physically damage. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No cracked on pump display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 150mg/dl at the time of the incident. Customer was assisted with bumped/dropped damage troubleshooting. Customer stated that there was a crack inside the insulin pump's screen and that only the bottom portion of the screen was readable. Customer stated that they could not see the time. Customer stated that insulin pump damage might have occurred while they were on a plane and when the insulin pump hit the arm rest. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.